Event description:
The customer reported that the epidural tubing leaked during patient use.

Manufacturer narrative:
Gtin number for item: (B)(4), lot: 17085229 is 10885403460234. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a tubing leak during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing leaked was confirmed and replicated. No anomalies were observed on the set during initial visual inspection. Functional and pressure testing resulted in leaking at the connection between the set¿s microbore tubing and the distal male luer. Inspection under magnification showed liquid movement between the outer wall of the tubing and the inner wall of the male luer¿s tubing attachment area. Dimensional analysis was performed and the microbore tubing measured within specification. The root cause of the leak was insufficient/lack of solvent applied at the engagement of the microbore tubing and distal male luer during assembly, due to equipment and/or operator error.